Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom (does not recognize a closed door), which was reproduced. The messages were found to be caused by cracked threaded inserts from front case, which allowed separation between front case and mechanical assembly, resulting in excessive force being required to close door. The front case assembly was replaced to correct this condition.